Event description:
Medtronic received information that approximately 1 year and 3 months following the implant of this transcatheter bioprosthetic valve hospitalization occurred due to fatigue. A transesophageal echocardiogram (tee) identified thickening of the aortic valve with mod erate aortic insufficiency. Bacterial endocarditis was reported however, no vegetation noted on the tee. The patient was transferred to a different hospital approximately 20 days later. A sputum culture indicated a streptococcus infection, and fever was noted. Intravenous antibiotics were administered. The patient was cold and felt uncomfortable with the high temperature and lost consciousness. Two days following the transfer to the second hospital a computed tomography (CT) was performed. A cerebral hemorrhage, a disabling stroke, of the left brain was identified. A decompressive craniectomy and removal of an intracranial hematoma surgery was performed. The cause of the stroke was not known. Additional medications were administered. Hypertension also presented. The cause was not known. A cerebral hernia was also identified within the stroke space lesion. Hospitalization was prolonged and the patient remained hospitalized in a coma with brain herniation. The physician indicated that the bacterial endocarditis and cerebral hemorrhage were not related to the medtronic products nor to the valve implant procedure. Of note, the patient did have an upper respiratory tract infection prior to this event. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional reportable information be received for the reportable event, a supplemental regulatory report will be submitted. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the reported moderate aortic insufficiency was paravalvular leak (pvl) per echocardiogram. Approximately 1 year and 4 months following the valve implant an echocardiogram identified moderate pvl, mild mitral regurgitation (mr), and mild tricuspid regurgitation (tr). No treatment was required for the pvl, mr, or tr. The physician indicated the mr was not present at baseline but was a result of the patient¿s physical change. Mr was not related to the aortic transcatheter valve or pvl. However, the mild tr was present at baseline.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received confirmed by the patient's family that the patient was still in a coma. The patient was not discharged rather still remained hospitalized.

Manufacturer narrative:
Updated/corrected data: b2 (death date approximate and captured in b5), b5, d4, h1, h6. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that a blood transfusion was also required during the events. Further, a non-cardiac death occurred approximately 1 year and 2 months following the bacterial endocarditis and approximately 1 year and 1 month following the cerebral hemorrhage. The specific cause of death was not reported.

Event description:
Additional information received further indicated that the patient¿s death was no longer reported as a non-cardiac death but rather as a transcatheter valve related complication.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that approximately 12 days following transfer to the second hospital, the patient remained in a coma and transferred to a different local hospital for further unspecified treatment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient was discharged approximately 39 days following the admission for the endocarditis. This was also approximately 10 days following the cerebral hemorrhage.